Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See medwatch 2210968-2012-04642. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 to treat stress urinary incontinence and a rectocele and a sling was implanted. The patient experienced mesh erosion, pain, infection, dyspareunia and other injuries following the procedure, and she has undergone additional surgeries and revisionary procedures. It was reported that patient underwent removal of mid urethral sling, posterior colporrhaphy and cystoscopy on (B)(6) 2012 due to constant stress urinary incontinence, pain, inability to defecate and vaginal prolapse. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that following insertion the patient experienced pain, extrusion, infection, bowel problems, recurrence and bleeding.(B)(4).